Manufacturer narrative:
Concomitant medical products: d334trg ICD implanted: (B)(6) 2011; lumax lead implanted: (B)(6) 2010.

Event description:
It was reported that the patient's left ventricular (lv) lead had visible insulation damage noted during pocket dissection. A total explant procedure was attempted unsuccessfully. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.